Event description:
Attorney reported: 2007, the patient was implanted with composix kugel mesh patch. 2008, the patient experienced adhesions to the mesh patch to her bowels and intestines, infection and severe discomfort, causing her severe pain and suffering. The mesh patch was explanted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.